Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed an incoming pulse test and displayed a service code 110. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was discovered. Monitor sn (B)(4) failed incoming pulse testing and displayed a service code 110 (over-voltage cleared no energy).